Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 510 mg/dl, 179 mg/dl, and 184 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however, customer no longer has the test strips; replacement was sent.